Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Source: hernandez, n.m., hinton, z.w., wu, c.j., ryan, s.p., and bolognesi, m.p. (2021) mid-term results of tibial cones: reasonable survivorship but increased failure in those with significant bone loss and prior infection. The bone and joint journal 103-b(6 supple a):158¿164 doi:10.1302/0301-620x.103b6.

Event description:
The study reported one knee had hardware removal from femoral osteotomy site, femoral osteotomy site nonunion leading to femoral revision and orif of femur. Attempts to obtain additional information have been made; however, no more is available.